Manufacturer narrative:
This report is filed (B)(4), 2011.

Manufacturer narrative:
Per patient's surgeon, the patient was reimplanted with another device on (B)(6), 2011.this report is filed (B)(4), 2011.

Event description:
Per the clinic, the device was explanted on (B)(6), 2011 due to an infection around the implant site. Reimplantation is planned but had not taken place at the time of this report, (B)(6), 2011.

Manufacturer narrative:
(B)(4).